Event description:
The hospital staff realized on surgery that the container with the fitbone® tubes was not sterilized. They did not notice that the container is only used for transportation purpose.

Manufacturer narrative:
The hospital staff realized on surgery that the container with the fitbone® tubes was not sterilized. They did not notice that the container is only used for transportation purpose. The hospital stuff did not follow our instructions for "instructions for cleaning, sterilization and maintenance" which clearly states that the containers were not allowed for sterilization. Additionally they did not observe the warning sticker with this information on the container and the lid. Furthermore the yellow additional labels on the containers attached by our distributor were not noticed too.